Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a 25-year-old female patient who had essure (ess205) (batch no. 624481) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uti since (B)(6) 2009, lower abdominal pain since (B)(6) 2009, weight gain, bacterial vaginosis since (B)(6) 2009, offensive vaginal discharge since (B)(6) 2009 and vaginitis since (B)(6) 2009. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse),") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent removal of the device due to complications from the essure). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain had resolved, the menstrual disorder, depression, anxiety, migraine, headache, nausea, dyspareunia and fatigue outcome was unknown and the vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain, anxiety, depression, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: bilaterally occluded fallopian tubes. Concerning the injuries reported in this case the following one/ones were described in patients medical record confirming : headache, fatigue . Most recent follow-up information incorporated above includes: on 31-jul-2018: pfs & mr received. Reporter information updated. Patient¿s demographic information, lot number were added. Concomitant condition, lab data were added. Added event abnormal bleeding (vaginal), abnormal bleeding ( menorrhagia), depression , mental anguish, migraines ,headache, nausea, dyspareunia (painful sexual intercourse), fatigue, abdominal pain. Updated onset date,outcome. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a 25-year-old female patient who had essure (ess205) (batch no. 624481) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uti since (B)(6) 2009, lower abdominal pain since (B)(6) 2009, weight gain, bacterial vaginosis since (B)(6) 2009, offensive vaginal discharge since (B)(6) 2009 and vaginitis since (B)(6) 2009. On (B)(6) -2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse),") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent removal of the device due to complications from the essure). Essure (ess205) was removed on 30-may-2017. At the time of the report, the pelvic pain and abdominal pain had resolved, the menstrual disorder, depression, anxiety, migraine, headache, nausea, dyspareunia and fatigue outcome was unknown and the vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain, anxiety, depression, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: bilaterally occluded fallopian tubes. Concerning the injuries reported in this case the following one/ones were described in patients medical record confirming : headache, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a 25-year-old female patient who had essure (ess205) (batch no. 624481) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginitis since (B)(6) 2009, offensive vaginal discharge since (B)(6) 2009, bacterial vaginosis since (B)(6) 2009, uti since (B)(6) 2009, lower abdominal pain since (B)(6) 2009 and weight gain. Concomitant products included ibuprofen and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse),") and fatigue ("fatigue"), 25 days after insertion of essure (ess205). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), abdominal pain ("abdominal pain"), bladder disorder ("bladder disorder nos"), urinary tract disorder ("urinary tract disorder nos"), cystitis ("cystitis"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and vaginal disorder ("vaginal disorder"). The patient was treated with surgery (underwent removal of the device due to complications from the essure/oophorectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal disorder had resolved and the menstrual disorder, depression, anxiety, migraine, headache, nausea, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal disorder, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: essure confirmation test conducted on (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: bilaterally occluded fallopian tubes. Concerning the injuries reported in this case the following one/ones were described in patients medical record confirming : headache, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received new events added bladder/urinary problems, event outcome recovered resolved updated for abnormal bleeding, bladder/urinary problems. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (underwent removal of the device due to complications from the essure). Essure (ess205) was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure (ess205). Incident . No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.